Manufacturer narrative:
Pdc did not request return of suspect product(s). Device was working properly and gave accurate readings according to pt's symptoms and glucose levels.

Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 1:00 pm. Pt reported testing on the autocode meter and received a reading of 45mg/dl with symptoms of tremor/shaking and high potassium. Medics were called and their meter also read 45mg/dl. Time between two tests as 15 minutes. Pt was taken to the emergency room. Hospital tests, treatment and meds, if any provided, were not known by pt.